Event description:
Allegedly this was a mechanical failure during the surgery since the block looked to be in good working condition when the scrub handed it to dr. (B)(6). Even after he hammered and pinned it in place, the block still seemed solid. Once he began to do his cuts anterior and posterior it looked to be backing away from the distal femur. Dr. (B)(6) pounded it down with the 2lb mallet again, we noticed the saw blade was having trouble cutting. The patient had very hard bone and thought it was that at first. It wasn't until the center screw came out that we knew what the problem was. Average tourniquet times are 32 minutes, this one was 96 minutes and a wastage of an additional 5 saw blades.